Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: bd was not able to duplicate or confirm the customer¿s indicated failure as no lot information or sample was provided.

Event description:
It was reported that prior to use with a bd plastipak¿ 50ml concentric luer lock syringe there was leakage of medication past the stopper. The following information was provided by the initial reporter, translated from (B)(6) to english: we have already received several syringes that leak when cytostatic drugs are applied to the plunger.